Manufacturer narrative:
(B)(4). Investigation summary: no product associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no product associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune knee claim letter received. It was reported that tibial base subsequently failed due to mechanical loosening, the tibial base was found to have debonded at the implant-cement interface. The patient has suffered injury, pain and disfigurement. Doi: (B)(6) 2015 : dor: (B)(6) 2017; (unknown knee).

Manufacturer narrative:
UDI: (B)(4).